Manufacturer narrative:
Inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula broken part is missing. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
It was reported that the customer removed the sensor from the body and there was no sensor needle on the site piece. It was reported that cannula needle broke. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.